Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's concern is she performed a blood test yesterday and her results were 93 mg/dl she then performed a blood test with a competitor's meter and results were 115mg/dl. Customer's expected range of 105-110mg/dl. Ran blood test back to back during call and results were 203mg/dl, 208mg/dl - nonfasting. Strip expiration date is 03/20/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory (date and time not set) 203mg/dl (B)(6) 2016 11:48:00 am fasting:no; 84mg/dl (B)(6) 2015 09:22:00 pm fasting:yes; 93mg/dl (B)(6) 2015 09:39:00 pm fasting:yes; 88mg/dl (B)(6) 2015 07:49:00 pm fasting:yes; 86mg/dl (B)(6) 2015 07:48:00 am fasting:yes. Customers concern: 84,93,88,86mg/dl.